Manufacturer narrative:
(B)(4). The reported condition of a leak was not confirmed. The lot number is unknown; therefore, a batch review was not performed. Based on the information gathered during baxter's investigation, the root cause of this report was due to the supply bag falling and disconnecting. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This is a case report received through baxter's afterhours call service. A customer reported that the homechoice machine sounded a service alarm during fill 2 of 7. The patient was not connected to the machine at the time of alarm. The technical service representative asked the patient to start over with new supplies and the patient replied that he did not know that. A nurse had set-up the homechoice but the bags fell over twice before but were not leaking. However in this instance the bag fell and started leaking. The homepatient was advised to call the clinic first thing in the morning. The homechoice is reset for a new therapy. No clinical consequences for the patient were reported. No sample is available for evaluation.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. If additional information becomes available, then a follow up MDR will be submitted. The product code is unknown; therefore, the 510k number is unknown.